Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all defib related testing without duplicating the report. Review of the device history log shows several check pads/poor pad contact messages present, and then the charge button was pressed followed by the shock button being pressed 4 times within 4 seconds; no shock appears to be delivered. The device is then switched to monitor mode, disarming the charge. The r series does not log when an impedance fault is resolved, so it cannot be known based upon the activity log alone if a valid impedance was detected at the time of the attempted discharge. There is no evidence that a second attempt was made. The device was recertified and returned to the customer. The pads and multifunction cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.